Manufacturer narrative:
This report is submitted on july 20, 2023. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to incorrect electrode placement.